Event description:
The date of event is estimated. An international surgeon performed a total knee arthroplasty procedure utilizing quill #2 pdo device for deep layer closure and monoderm for closure of the subcuticular layer. Approximately two (2) to four (4) weeks post operative, the pt presented with a patellar defect which required a secondary surgical procedure. Upon reopening the incision and exploring the patellar area, it was noted that the quill pdo material was not intact. The surgeon in charge of training at this facility was contacted to acquire additional info. He was not certain which surgeon performed the initial procedure and he also stated that normally the recommended back stitch is used. However, it is not certain if it was used for this case.

Manufacturer narrative:
No samples were available for evaluation. Therefore, no testing can be performed. Method: the devices were not available for evaluation. No product evaluation can be performed. Results/conclusion: without returned samples, an evaluation could not be performed. Furthermore, relevant portions of the device history record were reviewed and there were no corresponding issues identified during the incoming, manufacturing or final inspection processes for this lot or any of the components. To date, no other complaints for this finished good lot have been received from this facility or any other end-users. It's possible that proper technique was not utilized when closing the deep layer during the procedure. However, a definitive root cause for the post operative dehiscence cannot be determined at this time. (B)(4). Item # ra-1065q, quill srs device, #2 pdo, lot mahg910.